Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. The field service engineer (fse) verified the customer reported issue. The station had no power on arrival. The fse replaced the power module due to faulty, after which the station powered up successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating the station was stuck on a black screen; multiple restart attempts were unsuccessful, the device appeared offline in rss, and the customer confirmed there were no network or power issues. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.